Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with a no cartridge error, and a backup pump was used to continue the patient's therapy. The medication being infused was blina at a programmed rate of 0.6 ml/hour. The starting volume was 110 ml, and the remaining volume at the time of the event was 108.5 ml. The event occurred during an infusion and involved a patient. No harm was reported.